Event description:
In 1/2005, pt was brought to this facility via ambulance from their assisted living facility for evaluation of a left facial droop with dysphagia. A head CT scan did not reveal any acute intracranial pathology. A portable chest x-ray, however, taken because of increasing shortness of breath and diminished breath sounds, revealed a mass-like density in the pt's right middle lobe extending to the right upper lobe, a right hilar nodule and ill-defined patchy right middle lobe and right lower lobe air-space disease. The pt's past medical history included untreated tuberculosis as well as hypertension, anemia, renal insufficiency and mild organic mental syndrome. Pt was admitted for treatment and for further work-up of community - acquired pneumonia vs reactivation of tuberculosis. Despite numerous efforts, a sputum specimen was unable to be obtained for analysis to determine if the abnormal x-ray findings were related to a recurrence of tuberculosis. After a full discussion of the risks and benefits of the procedure with the pt and their family member, the pt was transported t the endoscopy suite for a bronchoscopy with biopsy to assess the abnormal pulmonary findings in order to determine the appropriate course of treatment for the pt. The bronchoscope was passed easily by the pulmonologist and transbronchial specimens for biopsy were obtained. Upon withdrawal of the fiberoptic bronchoscope hemoptysis occurred. Concurrently the anesthesiologist noted a sudden deterioraton in the pt's vital signs. Oxygenation was down, pt became hypotensive and widespread subsutaneous emphysema developed. Pt was orally intubated and ambu-bagged by the anesthesiologist. Bilateral chest tubes wre inserted and rigid bronchoscopy with evacuation of an intro-bronchial blood clot and lavage of the bronchinal tree were performed by the thoracic surgeon called in for consultation when the pt went into cardiac arrest. The pt was successfully resuscitated and the subcutaneous emphysema was notably decreased and pt was transferred to ICU. Despite multiple transfusions of packed red blood cells and fresh frozen plasma, the pt's condition continued to deteriorate and pt again went into cardiac arrest approximately five (5) hours after the procedure. Pt was unable to be resuscitated. Discussions with the pulmonologist, the assisting nurses and te anesthesiologist revealed that the pt had been stable during the procedure and there had been no problem with any of the equipment used during the procedure. The procedure had been essentially uneventful until the bronchoscope was being withdrawn. At that time massive hemoptysis developed. It is believed that the bleeding and ensuring pneumothorax/hemothorax were related to multiple adhesions to their mediastinal wall caused by the previous tuberculosis compounded by a coagulopathy related to pre-admission coumadin administration. Additionally, no defects in any of the concomitant equipment used were identified by the hospital's biomedical engineering dept. Regrettably, the biopsy forceps had been discarded prior to sequestering of the equipment and was, therefore, unable to be inspected. It is presumed, however, that no defect would have been found either.